Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress.a follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. A patient reported that their humapen memoir device display numbers were not readable. Investigation of the returned device (batch 0904c01, manufactured april 2009) determined the root cause is a deficient bond between the cable and the lcd glass. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action deficient bond. A corrective action was implemented in (B)(4). Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(6). This device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for an unspecified indication. On (B)(6) 2011, it was reported that the patient's humapen memoir insulin pen display numbers were not readable. The pen was returned to the manufacturer (B)(6) 2011, and upon examination missing segments were found in the date numbers. This humapen memoir was associated with product (B)(4) / lot 0904c01. The user and the user's training status were not provided. The pen's duration of use was not provided.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for an unspecified indication. On (B)(6)-2011, it was reported that the patient's humapen memoir insulin pen display numbers were not readable. The pen was returned to the manufacturer (B)(4)-2011, and upon examination missing segments were found in the date numbers. This humapen memoir was associated with product complaint (B)(4). The user and the user's training status were not provided. The pen's duration of use was not provided. Update (B)(4)-2011: additional information received (B)(4)-2011 via global product complaint database. Added device specific safety summary. Updated device and medwatch info area.